Event description:
.

Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval. As per direction received from the FDA on (B)(6) 1999; the MFR completes block d in its entirety regardless if the user facility completes all or any of block d, therefore, block d may contain corrected and/or add'l data.